Event description:
Boston scientific received information that this right atrial (ra) lead was dislodged. Lead measurements showed good and constant values for sensing and impedance but with increased threshold of more than 3.5 volts at 1.0 milliseconds. The lead was explanted without any problems. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.